Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4). Discarded by facility

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the ostium of the ramus artery. The physician used a 6fr introducer sheath, finecross guide catheter and a crossing guide wire to access the lesion. The crossing guide wire was exchanged for a csi viperwire guide and the oad was loaded onto it. The physician performed three runs at low speed for 20-22 seconds each. The physician did not fully advance the crown through the lesion on the first three runs and then performed a fourth run at low speed. During this run, an audible pitch change was heard and the oad was powered off. At this point, angiography revealed a perforation and the patients hemodynamics started to decline. The oad was removed and a balloon was inflated across the perforation in an attempt to resolve it. Pericardiocentesis was performed, the patient was intubated and cardiopulmonary resuscitation (CPR) was initiated. An impella ventricular assist device was inserted into the patient and the patient was transferred to the operating room for emergency surgery. During surgery, the patient was unable to stabilize and expired. Three requests for additional information have been made, but none has yet been received.